Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.